Event description:
The physician intended to use an endeavor resolute rx drug eluting stent to treat a calcified lesion in the proximal diagonal with moderate vessel tortuosity and 50% stenosis. Lesion pre-dilation was performed. Resistance was encountered and force was used to deliver the device. The physician attempted to remove the endeavor resolute device to pre-dilate the lesion again. It was reported that the stent dislodged as the delivery system was being removed from the patient. A snare was used to remove the dislodged stent. A non-medtronic stent was used to treat the target lesion. No abnormalities were noted with the device during preparation and inspection prior to use. No further clinical sequelae were reported. Device evaluation: the stent was returned. The delivery system was not returned. The stent was severely stretched and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results and conclusion: (calcified lesion with moderate tortuosity). (Use of force to deliver device). (Stent embolism). Deformation problem. (B)(4).